Event description:
It was reported that a patient¿s device helped at first but as the patient got older and her incontinence got worse, it wasn¿t helping at all. The implantable neurostimulator (ins) helped for the first year or two and then there was a loss of therapeutic effect. Symptoms included a loss of bladder control and incontinence. The patient wanted to have the device removed because it didn¿t help her. The patient was also unable to adjust stimulation and the programmer showed the ¿call your doctor¿ icon and a warning power on reset (por) condition. The patient had gone to her doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had appointments on (B)(6) 2014. The device was not working and the patient wanted to have it removed.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v207130, implanted: 2009-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).